Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2018, the patient sustained an acute fracture of the neck of the left femoral component and was transferred to (B)(6) hospital for further work up. Allegedly revision surgery was performed the same day and the surgeon noted "that the trunnion of the femoral component had broken and demonstrated significant material loss. Also noted was a significant amount of granulation and metal stained tissue with significant osteolysis with metal staining."

Manufacturer narrative:
Reported event: an event regarding crack/fracture and fretting involving a accolade stem which was mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported accolade stem was mated with a lfit v40 cocr head. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2018, the patient sustained an acute fracture of the neck of the left femoral component and was transferred to (B)(6) hospital for further work up. Allegedly revision surgery was performed the same day and the surgeon noted "that the trunnion of the femoral component had broken and demonstrated significant material loss. Also noted was a significant amount of granulation and metal stained tissue with significant osteolysis with metal staining."